Event description:
It was reported that during a procedure, the surgeon reported that the insulation around the probe unit melted. Further, when the procedure was completed, the knee of the pt was rinse profoundly to make sure no parts were left in the pt's knee.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.